Event description:
Accident products for the new product, then x radiographs showed a central threaded screw fracture.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.